Event description:
It was reported to boston scientific corporation on october 24, 2005 that a low profile balloon was placed during a balloon replacement procedure in 2005 (patient age, gender, and weight unknown). According to the complaint, the balloon ruptured a week after placement. No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Functional evaluation of the returned device revealed that the balloon had a hole in it, causing leakage and rendering the device non-functional. The hole was not along the balloon's seam. The cause of this malfunction cannot be determined.